Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. The attached photos depict the endoscope involved in the occurrence with reddish, wet powder along the length of the distal end of the endoscope. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the photos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause cannot be confirmed, however scope adherence to tissue is a known issue when spraying hemospray in the retroflexed position. The IFU states: "when spraying in retroflexed position, hemospray powder may adhere to the outside of the endoscope. This may result in difficulty repositioning/removing the endoscope, particularly if passing through a strictured area." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to diffuse bleeding in the stomach/oesophagus ge junction, the physician used a cook hemospray endoscopic hemostat. It was reported by the hospital that the scope was stuck to the mucosa after spraying with hemospray and cannot be removed from the patient. Scope was retroflexed possibly in the stomach or at the ge junction. The physician was performing the procedure on a patient with diffuse bleed around the ge junction. Hemospray was applied using standard gastroscope and the distal end of the scope stuck to the mucosa due to hemospray application. The scope was retroflexed in the stomach. A photo provided by the user depicted the hemospray powder on the shaft of the endoscope. An unintended section of the device did not remain in the patient's body. A pediatric scope was placed beside the standard gas scope and they used water through the channel to wet the area affected. The hemospray became gel like and they were able to remove the scopes without any additional procedures or adverse effects to the patient.